Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. Blood was observed on the handle of the harvesting tool. No visual defects was observed on the metal wire of the hot jaw. The metal wire was completely attached from the tip to the base of the hot jaw. Tissue and char buildup was observed on the jaws. Based on the returned condition of the device the complaint was not confirmed for the reported failure ¿bent wire¿.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 opening mechanism not working properly, tips loose, but did not come off in patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 opening mechanism not working properly, tips loose, but did not come off in patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.